Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 255 mg/dl. The drive support cap appeared normal and recessed. The customer was able to rewind the insulin pump. The insulin pump had also alarmed for off no power, and the customer stated that it had not been dropped, had no unattended alarms, and that the battery cap was not loose, cracked or damaged. No low battery warning was given before shutting off. The insulin pump passed the displacement test and the manual prime was successful without a recurrence of the alarm. The customer was advised to monitor the insulin pump and call back if the issues recurred. The insulin pump was not returned or replaced.